Manufacturer narrative:
(B)(4). Medical product ¿ biomet echo femoral, catalog#: 12-150313, lot #: 907150; endo ii taper adapter catalog#: 139248 lot# 022450 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had a hip arthroplasty one month post-implantation due to dislocation. The femoral head and taper adapter were removed and replaced. Attempts have been made, but no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so product evaluation could be conducted. This device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.